Event description:
It was reported that the pump battery was unable to fully charge to 100% despite using multiple usb cables and wall adapters. The customer's blood glucose was 196 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.